Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autotfill failure alarms" issue. The fse checked for auto-fill failures, and multiple error code were found at the time of the failure -error code means "catheter disconnected or catheter pinched or disconnected." The fse ran the unit thru a complete calibration and functionality tests and all passed. The unit was also put to run on test balloon and trainer for approx. 1 hour with no problems, and all autofills were completed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an auto fill failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.